Event description:
The reported event was that an optiview trocar was inserted into the patient and damaged the abdominal aorta. The patient subsequently expired. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).